Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels (60-400 mg/dl). Reportedly, the cause for the report fluctuating bg levels is due to adjusting the pump basal rate and correction factor. Customer drank juice to address low bg levels and delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the reported customer's bg levels were 350 mg/dl. Customer delivered boluses and reported bg levels lowered to target (98 mg/dl).